Event description:
(B)(4). Initial notes: customer called bad and wants to follow up on the pump he returned customer said he opened a letter for the return of his old pump customer said it was sent 7/2/2018 reference #: (B)(4). Inquired what led up to the complaint. Customer response: customer just opened his mail today and is worried that he might get charged customer's outcome pertaining to the complaint: educated and assured customer that we received his old pump additional notes: checked RMA- already shows completed ship: nothing / return: nothing (B)(4). Initial notes: I am on the 670g and I was trying to rpl the battery and when I was screwing the battery cap, it didn't want to. I used my spare battery cap to try to cap it but it didn't work either. When I look at the hole, one battery cap is on because I forced it in. It goes in until you think it will catch but then it pops up. Battery cap is resisting to stay in battery hole. Inquired what led up to the complaint. Customer response: was attempting to rpl battery. Bumped/dropped/cosmetic damage t/s per (B)(4). Customer states the pump has cosmetic damage. Customer states the infusion set does not show signs of damage. Customer states the reservoir does not show signs of damage. Customer states the pump does show signs of physical damage. 1. Type of damage is: battery compartment corroded. 2. Damage occurred: corrooded. 3. Location of the damage is: battery compartment. Pump battery compartment where the battery screws in is corroded and now allowing the battery to stay in. Adv the pump will need to be replaced. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl rpl policy. Expl interaction aftercare email. Customer's outcome pertaining to the complaint: adv to rtn and rpl pump. Ship: 1 pump, 1 box le / return: 1 pump reason for return: battery compartment is corroded.

Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Correction/removal number: z-0956-2020. (B)(4). S/w 3.18e. Unit passed the displacement test. Unit received with cracked retainer, and scratched case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act."